Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: not observed openings during the analysis. Additional observations: ¿no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported left-side deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported left-side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.